Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, the device was inspected, and a pre- implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon due to calcification and a gradient of 60 millimeters of mercury (mm hg). Upon withdrawal of the delivery catheter system (dcs), the nosecone caught on the outflow crown of the valve, and the valve subsequently dislodged. A second transcatheter valve was implanted. It was noted that a medtronic (confida) guidewire was used during the procedure, and the training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodge was due to the dcs catching on the outflow of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012143367); product type: 0195-heart valves; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date 2024-05-20; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.